Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) MRI; motor stall. Information was received from a healthcare professional regarding a patient receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 0.999mg/day via an implantable pump for spinal pain. It was reported pump logs showed a motor stall with recovery occurred on (B)(6) 2016. It was noted the logs showed the motor had stalled on (B)(6) 2016 at 9:08am and had recovered on the same day at 10:16 am. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.